Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The jaws locked out, unk if stuck on tissue. There is no visible clips stuck in the jaw and the firing trigger is very stiff. The jaws will not close to load a clip. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.